Manufacturer narrative:
This event occurred in tha.

Event description:
Reported that a result for one patient sample tested for ion selective electrode (ise) sodium was inaccurate. Of the data provided for this sample, it was determined that there were erroneous results for ise sodium and ise chloride. The sample initially resulted as 129 mmol/l for ise sodium and 91.4 mmol/l for ise chloride. The initial results were reported outside of the laboratory. The doctor did not believe the patient's ise sodium result, so the sample was repeated. The repeat result was 142 mmol/l for ise sodium and 102.9 mmol/l for ise chloride. The repeat ise sodium result correlated with clinical condition of the patient. The patient was not adversely affected. The ise sodium electrode lot number was h8321, with an expiration date of 03/30/2016. The ise chloride electrode lot number and expiration date were asked for, but not provided. A specific root cause could not be determined based on the provided information. Analysis of the data suggests that the cause may be related to an operator handling issue. Quality controls were not tested after the calibration that had been performed prior to the event. Calibration performed prior to the event showed different results when compared to a calibration performed after the event. The poor calibration recovery prior to the event was most likely caused by using evaporated standards for the calibration.